Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports to have cracks on display screen and cracks at reservoir compartment and states that pieces fall off reservoir compartment with every reservoir change. Customer does not know how damage occurred. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.